Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 14 atm's on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a very calcified and 98% stenotic lesion in a somewhat tortuous proximal left circumflex coronary artery. The maverick2 monorail balloon catheter was removed and replaced with a quantum maverick balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.